Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump had suspended accurately and when trying to press the buttons to resume the basal they didn't respond. The insulin pump alarmed off no power. Customer's blood glucose level was 7.1 mmol/l. The device was not returned.